Event description:
As PICC nurse was attempting to insert 10cm power glide in to upper extremity, brachial vein was accessed w/o any difficulties. Upon threading the catheter, catheter kinked. Nurse attempted to remove the catheter and reposition it and catheter broke and > 5cm of catheter was left in pt's right upper arm. Tourniquet was left in place, pressure was held at the site. Stat x-ray was ordered of upper extremity and surgeon was notified. X-ray revealed that catheter was still in upper arm right below the tourniquet. Pt was taken to vascular lab, where surgeon was able to remove the catheter fragment. Pt was in stable condition. Pt was sent to vascular lab for catheter retrieval w/o any incident.

Manufacturer narrative:
The complaint of a break in the catheter is confirmed and will be reported as user related. Gross and microscopic examinations of the complaint sample reveal a complete break in the tecoflex material. A severe kink in the catheter is observed distal to the break site. It is possible the break manifested itself after the catheter became kinked. Cross sectional views of the break site indicate the introducer needle punctured the catheter prior to breaking completely during the placement procedure. It should be noted that reinsertion of the needle during the placement procedure has the potential to cause damage to the catheter. The product instructions for use (IFU) give written and illustrated info on proper placement techniques and to avoid circumstances that could jeopardize the functionality of the catheter. Gross visual, microscopic examinations and functional testing show no evidence of a defect or deformity related to the mfg process. This may be a user technique issue. A lot history review (lhr) of rewi0695 showed no other similar product complaint(s) from this lot number.